Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was admitted; a chest x-ray revealed that the left ventricular lead had become dislodged. The lead was explanted. It was noted that the patient was reported to have been lifting heavy objects. The patient's condition post procedure was stable.